Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet, with the lowest blood glucose measured at 50 mg/dl and approximately 15 minutes spent below range; the user treated with two oral glucose tablets, did not suspend insulin, and planned to eat breakfast and monitor levels. Symptoms included lightheadedness. Outcomes included no medical interventions, no use of backup therapy beyond oral glucose, and no ketone testing. Investigation included complaint handling, user troubleshooting, and education. Investigation of this case revealed that the cause of the hypoglycemia was not determined. It was concluded that the event was user-reported hypoglycemia with unclear cause, and no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.